Manufacturer narrative:
This report is based on information supplied by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the battery is not working. The device use is unknown at the time of the event, however, there was reportedly no patient harm. Multiple attempts to request information regarding the resolution of the reported problem yielded no response, and no information was made available. Based on the available information, there is insufficient data to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device as the customer did not respond to requests for additional information. Consequently, we have concluded that no further action is required at this time. If we receive additional information, the complaint file will be reopened. H3 other text : customer did not respond to requests for additional information.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the battery does not work. Patient involvement is unknown at this time, however, there was no adverse patient impact or injury reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.